Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had insulin flow blocked alarm. The customer's blood glucose level was unknown. It was stated that insulin did exited through tubing. The customer was advised to rewind insulin pump, re insert reservoir into insulin pump and run load reservoir or fill tubing to at least 5.0 units and insulin pump alarmed insulin flow blocked alarm. It was reported that the customer advised that insulin pump will need to be replaced and revert to backup plan per health care professional's instructions. The insulin pump will be returned for analysis.